Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that when connected, the therapy was turned off. The patient commented that therapy has been turning itself off for the past 1-2 months and they have had to turn it back on. Reviewed that the therapy was not designed to turn itself off. Reviewed to leave the therapy in the on position in the app. Asked caller if they had tried to changing programs and they did not. Caller turned the therapy back on and reviewed to call back if they notice that it turns itself off again.